Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was not reported. On the same day as the onset, the patient began treatment with voncon and solvetan intraperitoneally (ip) for the peritonitis event. The patient's outcome and the action taken with pd therapy were not reported. No additional information is available.